Event description:
Information received by medtronic indicated that left, up and down buttons was unresponsive and had to push hard for it to respond and had pump error alarm. Insulin pump was exposed to moisture. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from any button and all buttons were not working. The customer stated that pressing menu button navigates to the menu screen and using the up arrow allows the customer to navigate screens. Customer stated that the insulin pump was not dropped. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive, also bolus menu is available and could not see 0.0 when attempting to program a basal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm/moisture damage/keypad unresponsive/button error alarm found on (B)(6), 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to verify keypad unresponsive/button error alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. "3 occurrences of hw error during accessing ad5161 chip via twi interface results in open book. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board / force sensor.¿ the connector on electrical 1 was locked properly during visual inspection. Insulin pump passed the keypad voltage test. Force sensor zero offset not within specification (-1.258 v). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage. Exposed to moisture was confirmed on the electrical assembly / force sensor. Keypad unresponsive/button error alarm was unable to confirmed. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.